Event description:
Customer reportedly obtained results of hi and 167mg/dl on the advantage system within 10 minutes. No adverse event reported. No action taken based on device results. Requested return of suspect system and replacement was sent. Caller was running errands when comparison was performed.